Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer boots up normally, however, an error message displayed during interrogation. (B)(4).

Event description:
It was reported there was a fatal error and the programmer would not boot up. The programmer was returned for repair. No patient involvement or complications were reported.